Event description:
A report was received from a dentist of an adverse event that occurred associated with accuject dental needle 30 gauge short. A 16 year old male was seen in the dental office on 1/17/00. The dentist performed a mandibular block. Anesthesia was injected with an accuject dental needle 30 gauge short (lot# 981006). On injection, the needle broke off and was embedded in the jaw of the pt. It was noted that the pt pushed on the needle with the tongue when the injection was performed. The pt was referred to an oral surgeon who was unsuccessful at attempting to remove the broken needle. The reviewing physician determined that the adverse event was medically significant.